Event description:
Caller reported blood glucose results of 316 mg/dl, 279 mg/dl, and 341 mg/dl on aviva system 1, 118 mg/dl on aviva system 2 within 10 minutes. The same strips were used in both meters. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).